Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the left monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a white haze on the left monitor. No patient injury was reported.